Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple drawers were failed. A field service engineer (fse) confirmed that the main drawer 2.2 was not opened and was not visible on the map. So, the fse inspected the cable, inseparable and solenoid, but all appeared to be in good condition. Then the fse reseated the cable connectors on the row board cable and pyxis cable, which resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple drawers were failed, not detected on bus and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.